Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According the reporter, the balloon didn't inflate because it showed a cut.

Event description:
After opening the carton and before use it was tested to inflate the balloon and did not work. Verified air leakage through the body of the trocar.